Event description:
Same report as 3005188751-2012-00050, 3005188751-2012-00051, 2030404-2012-00041. It was reported during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. A fast cath introducer was used to access the left atria. An ibi decapolar coronary sinus catheter and a reflexion spiral catheter were used for mapping with the ensite velocity sys. A cryo balloon was used to isolate 3 of the pulmonary veins. A non sjm catheter was then used with a stockert generator in attempt to isolate the right inferior pulmonary vein but high impedance readings were noted. The physician exchanged the catheter for a safire blu medium sweep curve and ablated a small number of lesions to isolate the vein. At this point, the pt became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible, as the lot number for the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.